Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It is reported that during use, the resolute integrity drug-eluting stent (des) became damaged when trying to place it in the diagonal vessel. Device was inspected prior to use , no issues noted. Lesion was pre-dilated. Resistance was noted when advancing the device and excessive force was used. The procedure was completed with another resolute des after anchoring a balloon in the lad. The balloon enabled the new stent to cross the lesion.